Event description:
It was reported that approximately 37 months post-implant of a bifurcated device and a suprarenal aortic extension, a computed tomography scan revealed a proximal type I endoleak. The patient was treated with an additional suprarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned for evaluation. However, the sizing sheet was received and reviewed, indicating the patient anatomical measurements (non aneurysmal angulated short neck) directly contributed to the reported endoleak type I. The lot met all release criteria with no relevant nonconforming material records. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling under potential adverse events. Device remains implanted in the patient.